Event description:
It was reported that during follow up, increased threshold and lead dislodgement were observed. The lead was explanted and replaced after repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.